Event description:
It was reported that the patient had a previous surgery from t10-l5. The surgeon said that he was not fused at l2-3 where both rods broke. The crosslink also broke. Both rods and crosslink were replaced.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment the returned was confirmed to be fractured upon visual inspection. No relevant manufacturing issues were identified as all released units met stryker specifications. The plausible root cause of the reported event is due to a non-union (patient didn't fuse) and the rod couldn't support the stress and strain and fracture due to fatigue.

Event description:
It was reported that the patient had a previous surgery from t10-l5. The surgeon said that he was not fused at l2-3 where both rods broke. The crosslink also broke. Both rods and crosslink were replaced.